Event description:
An aneurx stent system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology at the time of implant are unknown. It was reported that the patient developed a 9 cm external iliac artery aneurysm below the aneurx stent graft (pseudo-aneurysm) and above jump graft from the external iliac artery to the very distal external iliac artery. The patient developed left lower quadrant pain and was evaluated with CT angiography. The previous iliac aneurysm had significantly increased in size. The decision was made to implant an aneurx iliac limb within the more proximal graft and extended distally into the iliac artery which was patent and had brisk flow. The patient was sent to the recovery room in stable condition.